Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient reports while sitting the pods adhesive had separated from the pod infusion site (abdomen), causing the cannula to become dislodged. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies to the fluid path or needle mechanism were observed that could have contributed to the reported dislodging of the cannula. The cause of the reported dislodged cannula could not be determined. No damages or deficiencies to the adhesive pad or its welds were observed that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined.